Manufacturer narrative:
Correction number: 1627487-07262012-002-r. This ipg serial number is included in a field advisory. Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
It was reported the pt has not recharged/maintained the ipg as recommended. As a result, the programmer and charger can no longer communicate with the ipg. The pt has not used the scs system due to being pregnant. The pt has been using alternative treatment to manage her pain.